Event description:
It was reported by the customer that the catheter was placed on (B)(6) 2010 via right femoral vein. After insertion, it was impossible to remove the spring wire guide (swg). As a result, the catheter and the swg were removed simultaneously. Upon removal, swg noted to be uncoiled. There were no reported consequences to the patient. Additional information received from arrow (B)(6) on (B)(6) 2010, stated there was no medical/surgical intervention required. It was confirmed the swg became uncoiled. A successful second insertion was made to the left internal jugular.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Evaluation summary: characteristic markings on the valve indicate a suture was looped around commissure 1. Suture track and permanent indentations were present on the free margin and cusp of leaflets 1 and 3. These indentations were most likely left by a suture that was tied tightly down and against the posts at the cusp 1 commissure, thus leading to a gap at the coaptation region. No visible inconsistencies were noted in the x-ray. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information; however, no additional information was provided, device was returned for evaluation.